Manufacturer narrative:
D2b: pro code (product code): mhy, pjs; reported here as the pro code exceeded the character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient was requesting an appointment with the physician for reprogramming of their therapy due to experiencing an epileptic seizure wherein they were severely injured due to a fall.